Event description:
It was reported unspecified cartridge issues occurred. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.